Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error code 62: (err_stuck_ramp_ke), error code 63: (err_stuck_knob_key), and error code 66: (stuck_encoder_b) were present. The device was scrapped by the service center after the evaluation was completed.